Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's daughter that the customer received emergency medical assistance due to low blood glucose on march 26, 2019 with blood glucose of 21 mg/dl at the time of the incident. The customer was at 81 mg/dl at the time of admission. The customer was given intravenous glucose and glucagon to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was using a competitor's sensor system and had corrected a high based on the sensor reading before experiencing the low. Troubleshooting was not completed. The customer was also hospitalized on march 28, 2019 due to highs. The insulin pump will not be returned for analysis.